Event description:
The customer reported that the devices broke during medical procedure. The interface to the implant (the four "teeth") is bent so that the femoral neck screw cannot be mounted on it. Replacement was available.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the received device shows signs of extensive usage evident by appearance of scratches on the shaft. The dent on device tip and worn out pegs are indicative of rough abnormal usage. Also, the apparent deformation of pegs indicates exposure to substantial hammering and torsional load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation and provided information, the root cause was attributed user related issue. There were clear signs of an abnormal usage of the lag screwdriver during the implantation process, leading to mechanical overstressing of the pegs and ultimately damaging them. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the devices broke during medical procedure. The interface to the implant (the four "teeth") is bent so that the femoral neck screw cannot be mounted on it. Replacement was available.